Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the sticky button issue was caused by a misaligned fiber optic module to plastic cover. To fix the issue, the fse realigned the cover and verified that the button did not stick. Then the fse checked the ECG using the trainer for ECG input, and all wave forms appeared normal. The safety disk was also replaced due to hours expiration. The customer requested replacement parts for IV pole holder. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) vent button on the iabp sensor output was stuck in, and there was a noisy ECG wave. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on patient, the vent button on the sensor output of the cs300 intra-aortic balloon pump (iabp) was stuck in (sticky), and there was a noisy ECG wave. No patient harm, serious injury or adverse event was reported.